Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00073. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using lantern delivery microcatheters (lanterns). During the procedure, while advancing a pod packing coil (podj) through the lantern, the physician noticed that the lantern was prolapsing and forming a loop within the patient; therefore, the lantern was removed. Next, the physician exchanged the non-penumbra sheath for a new non-penumbra sheath, and placed a new lantern through it. The physician then attempted to advance the same podj through the new lantern; however, resistance was experienced and the lantern prolapsed and formed a loop within the patient again. The physician therefore removed the lantern, and then completed the procedure using the same sheath, a new lantern, and the same podj. It is unknown whether the physician used a rotating hemostasis valve or maintained continuous flush. There was no report of an adverse effect to the patient.